Manufacturer narrative:
Rec'd by MFR: 04dec2019. Date of report: 05dec2019. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported that the touch screen was inaccurate. There was no patient involvement.